Manufacturer narrative:
This report is for an unknown constructs: uss/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: jia, o. Et al. (2003), application of uss in 31 cases of total spinal osteotomy and internal fixation for kyphosis, chinese journal of spinal and spinal cord, vol. 5(1), pages 1-3 (china). The purpose of this study is to describe a method for the treatment of kyphosis with uss and evaluate its clinical effect. A total of 31 patients (18 males and 13 females) with an average age of 37 were treated with one-stage total vertebral wedge-shaped osteotomy and an unknown synthes universal spinal system pedicle screw internal fixation system for internal fixation. The follow-up rate was 1 year. The following complications were reported as follows: bony union was achieved in all cases, except that one case was not healed because the osteotomy plane was close to the intervertebral disc. The average kyphosis angle was 73 degrees before the operation and 12 degrees after the operation. This is for an unknown synthes universal spinal system pedicle screw internal fixation system. This report is for one (1) unk - constructs: uss. This is 1 of 1 for (B)(4).